Event description:
Instrument failure - surgeon preparing femoral canal with enovis daa bine rasp, and the tip of the instrument broke in the patient.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available